Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It was reported that the stent implant was not on the balloon after the device had been advanced into the anatomy. It should be noted that the omnilink elite instructions for use, (IFU) states: prior to using the omnilink elite stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent is located between the radiopaque balloon markers. Do not use if any defects are noted. In this case, it is unknown if the IFU deviation contributed to the reported event. It was reported that the stent delivery system was not prepped before or after sheath/stylet removal. It should be noted that the omnilink elite instructions for use states: prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach to the inflation port. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps until all air is expelled. In this case, it is unlikely the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the right iliac artery. The 8.0x19mm omnilink elite stent delivery system (sds) was advanced across the lesion and ballooned, however, it was noted that the stent could not be found and was not on the balloon. Upon fluoroscopy, it was confirmed the stent was not in the patient's anatomy. The stent was found in the stylet at the back of the table. There was no resistance removing the sds from the dispenser coil and there was no resistance during removal of the stylet or protective sheath. The sds was not prepared before or after the sheath/stylet removal. Force was not applied during removal of the sheath/stylet. There was no manipulation/handling of the stent implant at any point. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).